Manufacturer narrative:
Continued from initial reporter: phone (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture and silicone migration.

Event description:
A healthcare professional reported right side intracapsular rupture and silicone migration. Also reported, "in the infraclavicular fossa and internal mammary lymph nodes, there is quite a lot of silicone in the axillary lymph nodes." Device explanted and replaced.